Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). On an unknown date two months prior to receipt of this report, the patient was discharged from the pd clinic. The patient was hospitalized for approximately 3 weeks (same month as clinic discharge) due to an unknown cause. The pd nurse reported the patient ¿had a lot of things going on.¿ the pd nurse confirmed the patient did not experience peritonitis prior to death. It was not reported if the patient was performing pd therapy during hospitalization. Treatment during hospitalization was not reported. The patient was going to be transferred to a rehabilitation facility but passed away prior to the transfer. The cause of death was unknown. It was not reported if an autopsy was performed. The nurse did not have any additional information to provide.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. Sample analysis did not identify any failure or malfunction that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.